Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 111 hours of extended tests at the customer's settings. The ac adapter was removed after the extended tests, and the ventilator shut off. Bench testing revealed the malfunction of the ventilator shutting down was due to the battery. Vyaire medical replaced the battery to address the reported malfunction.

Event description:
It was reported to vyaire medical that the ventilator stopped while in use on a patient when the ventilator was unplugged. There was no patient harm associated with this reported event.